Manufacturer narrative:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be split, during insertion into an unknown sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was being used for hemostasis after a percutaneous transluminal angioplasty (pta). The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer is mynx certified. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was little presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device was stored and prepped according to the instructions for use (IFU). The device was removed from the packaging according to the IFU. No excess force was applied during insertion. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was in the open position, and a cordis mynx syringe was detached from the unit. The sealant was in its manufactured position, but was partially exposed. The sealant sleeves exhibited frayed/split/torn conditions. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, and the core wire was present. The atraumatic tip showed no signs of damage or abnormality. Additionally, cracks were observed at the distal end of the returned syringe and on the proximal luer connector of the stopcock. A full dimensional analysis of the sealant sleeves could not be performed due to the frayed/split/torn condition. However, due to the observed deployment difficulty and premature sealant exposure, a dimensional verification of the catheter working length was conducted. The catheter working length was within the specified tolerance. The measurement was obtained using a calibrated ruler. Per functional analysis, a simulated deployment test was performed to evaluate device functionality. The unit operated as intended: the sealant deployed successfully, and the balloon retracted properly upon sequential depression of button 1 and button 2. Per microscopic analysis, a high-magnification evaluation was conducted to assess the cracks observed in the stopcock and syringe. This analysis revealed deformation and fatigue striation patterns along the fracture borders of the mechanically compromised areas. These features are consistent with damage caused by the application of high tensile force. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. Regarding the condition of the syringe and stopcock, procedural/handling factors likely contributed to those damages noted as evidenced by the deformations and fatigue striation patterns along the fracture borders of the mechanically compromised areas. These features are consistent with damage caused by the application of high tensile force. However, as this was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant protection sleeve of a 5f mynx control vascular closure device (vcd) was found to be split, during insertion into an unknown sheath. Hemostasis was achieved using another mynx device. There was no reported patient injury. The device was being used for hemostasis after a percutaneous transluminal angioplasty. The mynx vcd was used in an interventional procedure. The procedure used a retrograde approach. The deployer is mynx certified. Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little vessel tortuosity. There was little presence of pvd / calcium in the vicinity of the puncture site. The device was stored and prepped according to the IFU. The device was removed from the packaging according to the IFU. No excess force was applied during insertion. The device is being returned for evaluation. Addendum: on product evaluation the sealant was partially exposed from the sealant sleeves.